Event description:
Family member reported customer called paramedics for high blood glucose levels and dka, experiencing symptoms of vomiting. Customer having problems with bent cannulas. Troubleshooting was performed and pump appeared to be functioning properly.